Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a post-meal hyperglycemic episode with a peak blood glucose of 247 mg/dl while using the ilet, and the pump corrected the glucose back into range without prolonged time above range or alerts. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction or component failure and no ilet alert behavior during the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.